Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 03-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rtg0991089 (con): information was received from a consumer regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain use. It was reported that since implant, they have had no pain relief. The catheter was not in the right spot. The patient stated that they did not think the pump was working because the pump had been alarming for 2 weeks. The patient stated that they called their physician and the patient went to their physician last thursday and they found the pump was empty, so they filled the pump. The patient stated that the next day the pump started making the single one alarm again. The agent redirected the patient to their physician to keep trying to reach the doctor¿s office.